Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "image fault" was confirmed but the following issue "broken fibers (optical)" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the resolution is inadequate should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device experienced image fault and broken fibers (optical). This issue occurred during a laparoscopic cholecystectomy therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.